Manufacturer narrative:
Concomitant medical products: unknown biolox head, ref# unknown, lot# unknown. The following report is associated with this event: 0009613350-2018-00410 . The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent initial hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to unknown reason.

Manufacturer narrative:
Investigation results were made available. Additional: if follow-up, what type. Correction: date of report, date rec¿d by MFR, PMA/510k. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on march 29, 2018 but was not available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend considering the following event is identified: infection 2 similar investigated events for the lot number: 2811975 have been found. An issue evaluation has been initiated. Review of event description: it was reported that a patient underwent a revision surgery 3 weeks post op due to infection. The femoral head and the acetabular liner were revised. This is a split case with zimmer inc, warsaw (B)(4) (liner). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis; according to the information received it was discarded at the hospital. Review of product documentation: the compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using rmw: non-sterile device is implanted due to sterilization process failure not possible a systematic issue with the sterilization process would have been detected as part of the issue evaluation assessment. Moreover, the sterilization certificate for this lot has been reviewed and confirmed that the implant has been sterilized according to specifications. Non-sterile device is implanted due to contaminated device due to packaging failure not possible a systematic issue with the packaging design would have been detected as part of the issue evaluation assessment. Non-sterile device is implanted due to surgeon resterilizes head. Possible, as it cannot be excluded based on the available information. It is unknown whether the information given in the packaging insert IFU d011500245 chapter "resterilization information" has been followed. Non-sterile device is implanted, cross contamination due to explanted ceramic head is reused with the same or new femoral stem. Possible, as it cannot be excluded based on the available information. It is unknown whether the information given in the packaging insert IFU d011500245 chapter "warnings" has been followed. Non-sterile device is implanted due to packaging is damaged due to inadequate handling during transportation, storage possible, the handling and storage of the component is outside of zimmer biomet control. Therefore, this cause cannot be excluded. Non-sterile device is implanted, cross contamination due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant (e.g. Use of expired product, resterilization of head) not possible. A systematic issue with the inadequate labelling would have been detected as part of the issue evaluation assessment. Conclusion summary: it was reported that the patient underwent a revision surgery due to infection three weeks after implantation. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. It is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Nevertheless, an infection can have numerous root causes. Possible causes of infection include wrong handling of device due to wrong information, wrong resterilization procedures for sterile delivered parts or packaging failure during transportation. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions, since a trend has been identified. Should the results of the issue evaluation indicate the necessity of a remedial action/corrective action/preventive action/field safety corrective action, an updated report will be submitted. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately one week post implantation due to infection. Attempts to obtain additional information have been made; however, no more is available.